Event description:
It was reported to medtronic neurosurgery that during implantation surgery on (B)(6) 2015, the product was found to be broken. The doctor used a replacement device to complete the surgery. According to the report, the patient's current status was normal.

Manufacturer narrative:
The returned catheter was patent. A tear was observed 18 cm from the distal flow holes. Proteinaceous debris was noted on the catheter. The tear caused the catheter to not meet requirements for leak testing. The catheter met all requirements for the tensile strength and ultimate elongation tests. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. It also cautions that to avoid transection of the lumbar catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the needle, guidewire and the catheter must be removed simultaneously. A review of the manufacturing records showed no anomalies. (B)(4).